Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the buttons of insulin pump were loosened and cannot press the buttons to make the insulin pump work. Customer stated that face plate of the insulin pump came off that had all the arrows and menu. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing the keypad overlay and no button response due to moisture damage on the keypad traces. Unable to perform the self test and displacement test due to no button response.